Event description:
The sales associate reported "the doctors did not tap before inserting the screws (which were too big). When they started to screw in the screws, the tip of the driver broke off and became welded into the screw head." The tip of the driver remains in the screw head which is implanted in the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.